Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented to the hospital for unrelated reasons. The lead exhibited loss of capture (loc) at high outputs and was observed to have dislodged. A revision procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully repositioned and remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.